Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was experiencing pain in his right chest (device) pocket where it was hurting him and he feels tingling in his chest and upper right arm as well. The patient had a heat sensation in his chest. No environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting involved impedance checks which were normal. Interventions/actions included the device turned off and the patient still felt the same tingling and pain in chest and arm. The issue is not yet resolved. The healthcare provider plans surgical intervention to retro-fit bi-lateral devices, by removing them and connecting leads and extensions to one dual channel device in the left chest area. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating that the revision surgery was scheduled for (B)(6) 2018. The cause of the pain has not been determined. The issue is not yet resolved. The device was explanted on (B)(6) 2018. The hospital does not release explants for analysis so the device will not be returned. This information has been confirmed with the physician.